Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 21019323. Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: 330350.

Event description:
It was reported that the patient had inadequate stimulation due to high impedances on the leads despite of reprogramming attempts. All components were explanted and will not be returned.